Event description:
As reported, during the procedure using the web, when carrying out the initial test, the wdc device showed a green light, however, when washing the device, resistance was evident during retraction, and when navigating through the microcatheter and positioning it in the aneurysm, the detacher signaled a red light. Then the devices were removed and replaced with others and the procedure was completed successfully. It was indicated that no detachment attempt was made to detach the web device. No patient injury was reported. The file reportability was changed based on the investigation findings showing delayed detachment. Non-detachment of a web external to the catheter within the patient could require intervention if were to recur.

Manufacturer narrative:
Items returned for evaluation: -delivery system (pusher). -web implant. -introducer. -dispenser hoop. -1x wdc-2 (evaluated on p24-1580). Items not returned for evaluation: -microcatheter. The web implant was returned still attached to the pusher for analysis and was returned within the introducer. Upon inspection of returned items, the web implant was found to be within visual and dimensional specifications (spec: diameter(mm)= 3.5 ± 0.4, height(mm)= 2.0 ± 0.3), but the proximal connector was found kinked at the brown lead wire joint. The web device was attempted to be advanced through an in-house via and the web implant was able to successfully advance through an in-house via without resistance. After advancement, the web implant was fully deployed and within specifications. The retraction of the returned web device into the returned introducer and an in-house via was successful during functional testing. The device was tested using the returned wdc-2 controller (evaluated on p24-1580) and gave red lights. The delivery system resistance was measured to be ol (spec= 66-78), which is out of specification due to the connector damage. The web heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching. The heater coil was not found to be stretched; however, it did exhibit signs of activation using a detachment controller as the pet was burnt and the tether was melted. Controller investigation: the wdc-2 board voltage and firing duration was measured using an oscilloscope. When the wdc-2 was inserted into the test fixture, a green light appeared with normal audio output. Voltage: 11.4v (specification: 11.2 - 11.8v per cf11434). Duration: 741.2ms (specification: 660 - 820ms per cf11434). The wdc-2 board voltage and duration was found to be within specification. The returned controller was found to be functioning as normal. The investigation of the returned web system found the proximal connector kinked at the brown lead wire joint. However, the web implant successfully advanced through the returned introducer and an in-house microcatheter without experiencing resistance and fully opened upon deployment during functional testing. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported resistance issue. Further investigation found that the device failed continuity and resistance testing due to the damaged connector, which is consistent with the alleged detachment issue. However, the heater coil pet and implant tether were found melted, indicating that the device was activated using the detachment controller during the procedure; therefore, the damage to the connector likely occurred post-activation. The physical evaluation of the device could not identify the conditions or circumstances that led to the connector damage, but the damage is consistent with the device experiencing forces over specification. The returned detachment controller was found to function as intended and would not have caused or contributed to the reported event. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.